Event description:
As reported by the user facility: the delivery of the medication went faster than it was supposed to. The medication was supposed to be a 4 hour drip, however, medication was infused within 30 minutes. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 3 seconds or 99% of expected accuracy. Preventative maintenance was performed. The log review did not show pump activity on reported date of incident (B)(6) 2023.